Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018 at 11:00 am due to possible under delivery of insulin. The customer reported that they have high blood glucose levels range from 8.9 mmol/l to 25.6 mmol/l. The customer reported that the blood glucose level at the time of admission was 19 mmol/l. The reason for the hospitalization was that the customer was feeling weak and extremely thirsty. The customer was treated with intravenous drip and was sent home and contacted the health care professional. It was reported that the customer's high blood glucose event began about two weeks ago. The customer reported ketones inside the urine. The customer reported that they have tried everything and spoke with health care professional and they still got random high blood glucose levels. Troubleshooting was performed. The customer reported that the drive support cap was normal. It was reported that the customer declined to check for the presence of the leaks or air bubbles. The customer was advised to return the insulin pump. The product will be returned for analysis.